Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), during deployment of a 26mm sapien 3 valve, the delivery system leaked near the handle. As a result, the valve was half expanded and embolized into the aorta. A second 26mm sapien 3 valve was implanted. At the time of the report the patient was stable.

Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case. This report represents the delivery system used in this case. Please reference related manufacturer report no: 2015691-2016-01385. The delivery system was returned to edwards lifesciences for evaluation. The returned delivery system was visually inspected for any abnormalities. One kink was noted under the strain relief at the proximal end of the delivery system and one kink was noted at the valve alignment marker. No other visual abnormalities were observed. A leak was confirmed under the balloon shaft strain relief at the y-connector, which resulted from a complete break on the balloon shaft distal to y-connector. Dimensional analysis of the balloon shaft outer diameter (od) distal to the y-connector bond was performed and met specification. No manufacturing non-conformances were found which could have contributed to the reported complaint event. No IFU/training deficiencies were identified. A review of complaint history from may 2015 to april 2016 revealed other returned complaints confirmed for commander delivery systems leakage distal to the y-connector (all sizes). In addition, a review of complaint history for the month of april 2016 revealed that the occurrence rate for the trend category of commander delivery system leakage exceeded the trend category control limits. All devices are 100% inspected by manufacturing and quality from the distal to proximal ends of the device under 2.85x minimum magnification for device damage (e.g. Kinks, cuts). Also, balloon catheters are 100% leak tested. The related manufacturing lot underwent product verification testing on a sampling plan, which included visual inspection, tensile testing of the y-connector/balloon shaft joint, and inflation and deflation time; all samples passed visual inspection. During tensile testing, the calculated tolerance limit was statistically above the lower specification limit. The complaint for delivery system leakage was confirmed as a break in the balloon shaft adjacent to the y-connector was observed. Although it is possible that the balloon shaft was bent, kinked, or pulled during the procedure to cause or propagate the observed damage, it is also possible that a potential manufacturing/design related issue may have also contributed to the complaint event. Due to the severity associated with balloon shaft fracture near the y-connector, and other similar confirmed complaints, a risk assessment was performed and corrective/preventative actions are being addressed through a CAPA. This unit was manufactured prior to the implementation of the balloon shaft configuration design corrective action.